Manufacturer narrative:
The device was visually inspected and the pebax was found damaged. The catheter failed irrigation test. A failure analysis was performed and the catheter was dissected and the irrigation tube was found occluded with dried saline solution, however, no damage was observed on the tubing. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the occlusion and the damage on pebax cannot be determined, the occlusion could be related to the procedure. There is evidence that the device was manufactured in accordance with documented specification and procedures and no damage was observed on the irrigation tubing. (B)(4).

Event description:
This complaint is initially assessed as MDR not reportable. It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter. During procedure, physician couldn't change flowing force. The flow rate was 2 ml/min. Physician had to replace with another thermocool smarttouch bidirectional sf catheter to continue the procedure. No patient consequences was reported. This complaint is assessed as MDR reportable due to failure analysis lab findings of the damage of the pebax on (B)(6) 2018. Damage was visualized in the clear pebax sleeve at approximately 0.5 cm from the catheter distal tip. The catheter did not irrigate. Aluminum wire was introduced in the luer hub and the wire got stuck at approximately 40 mm from sleeve. A cut was performed around that section and it was found that the irrigation tube was occluding with saline material.